Event description:
A surgical technician reported low vacuum was noticed during chop mode. The case was completed slowly. The following two cases were canceled per the surgeon's request. There was no patient injury reported.

Manufacturer narrative:
A company service representative examined the system and could not duplicate the reported problems. The representative upgraded the software while onsite. The system was tested and met all product specifications. (B)(4).